Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving fentanyl, 3000 mcg/ml at 699.9/day , bupivacaine 20mg/ml at 4.66mg/day and clonidine 300mcg/ml at 700mcg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient's pump was alarming/beeping. The patient reported hearing a 2 tone sound/critical alarm every hour on the half hour. It began yesterday (B)(6) 2015. The patient was wondering if it was eos (end of service). The patient had an appointment with the surgeon mid (B)(6) 2015 to discuss pump replacement due to normal battery longevity but when the patient heard the pump alarm they contacted their physician and had an appointment the (B)(6) the healthcare provider speculated that the alarm maybe due to an empty reservoir. The patient state that now every 90 days were the pump refills but before that it was every 5 weeks. Per the patient the insurance company made the physician go to "longer lasting drugs". For 5 days the patient had been experiencing extreme pain in the lower legs from the knees down. The patient woke up not being able to sleep. The onset was sudden but it got better. The pain was better yesterday per the patient. On 12-19-15 the healthcare provider reported that the logs were checked and a motor stall occurred on (B)(6) 2015 and a motor stall recovery on (B)(6) 2015 another motor stall on (B)(6) 2015 and tube set on (B)(6) 2015. The healthcare provider confirmed the patient did not have an MRI. On 12/4/15 additional information received from the patient reported that the empty reservoir was not confirmed, the "motor stopped". No steps were taken or would be taken to resolve the pump alarm. Per the patient "will listen to it till it stops". No steps were taken to resolve the patient's pain, per the patient, pain increased but only a small amount. The pump alarm and pain had not been resolved. The patient also stated that the withdrawals were bad enough. The cause of the motor stall, actions/ interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.